Event description:
A customer observed pt sample results associated with the wrong pt demographics for a sample on the 250 analyzer. Mis-association of pt demographics and results may lead to inappropriate physician action. The incorrect results were not reported. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event found that there were no error codes at the time of the report. The customer uses barcoded sample tubes and does not manually program samples. The customer routinely deletes pending sample programs. Datalog analysis confirms that the issue occurred as the customer described. While reuse of a sample ID is a potential root cause of this type of event, the analysis could not confirm this. The root cause of the event is unk.